Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The pole clamp handle was broken, water tank cover was cracked on the right corner, quick connect was corroded, heater t stat bracket was loose and the device had a non-OEM power cord. Visual inspection confirmed the customer's indicated failure. The reservoir was then filled with water, the temp check e5579 was attached, the line cord was plugged in, and the power turned on to perform functional testing. The root cause for the damage on the handle and tank cover was traced to component failure. The pole clamp and water tank cover were replaced, along with the quick connect, heater, faulty pump, line cord, reservoir gasket, and o-rings. Preventative maintenance and calibration were performed, and the device passed all final testing. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the pole clamp, knob and case were damaged. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.